Event description:
It was reported that the device was explanted after implant duration of zero days. On 09/17/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to an unsuccessful ring repair. Per the operative report, there was an "initial attempt to the repair of the valve that was not successful." The ring was explanted and replaced with a replacement heart valve.

Event description:
Literature: o'sullivan d, pell m. Long-term follow-up of dbs of thalamus for tremor and stn for parkinson's disease. Brain res bull. 2009; 78(2-3):119-121. Summary: dbs of the vim nucleus of the thalamus maintains long-term benefit for tremor due to essential tremor or to severe tremulous parkinson's disease. As far as bilateral stn stimulation, it maintains the benefit for the movement disorder aspect of parkinson's disease, such as tremor, rigidity and bradykinesia, but in the author's experience, does not prevent the progression of the disease and therefore, is of no benefit for the non-dopaminergic aspects of the disease. Event: it was reported that the patient committed suicide post operatively. Patient had disease for 12 years. Preoperative assessment indicated that he was considered a suitable candidate, although, he displayed some degree of anxiety. Post operatively, there were no complications though, patient became somewhat anxious in the hospital, there was a reduction in his dopaminergic therapy. The patient experienced increased anxiety and was admitted to a psychiatric ward where the suicide occurred 3 months post surgery.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.